Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. A device service history cannot be performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer (B)(6) called for help on 210-6020 on 8100 unit. Which is a keypad failure customer had already replace the keypad on unit and still get the same error. Need to send unit in for repair services. Npi. Ir (B)(4).